Event description:
The pump was returned for investigation and evaluation revealed a force sensor defect that had not been reported by the user. This report is made based on results of investigation completed on 01/18/2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/18/2012 with the following findings: during investigation, evidence of loss of prime was found in the pump history but could not be duplicated during testing. Evaluation revealed that the force sensor was detecting correct force and was operating within specification. It was discovered that the force sensor flex pins were partially seated in the force sensor socket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r